Event description:
A consumer reported via a manufacturer representative that the patient had rejection. The chest part of the wound had been healed, but there was pus and blood in the wound. The patient had gone to the hospital every week to pump the pus and blood. The patient had symptoms of stiffness, there was no therapeutic effect, and they fell when they walked. The ins had been reprogrammed 4-5 times, but the patient¿s health care provider (hcp) said there was no better way to improve the symptoms. Prior to implant, the patient mainly experienced rigidity. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient and their family felt very helpless. The patient¿s indication for use is parkinson¿s dual.

Event description:
Additional information received from a manufacturer representative reported actions and interventions included the patient going back to the hospital once a week to have blood drawn. The cause was unknown, but the patient had diabetes. No diagnostics were done and the patient's health care provider (hcp) indicated this had nothing to do with the patient's implanted system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.